Manufacturer narrative:
Correction b3: event date: this occurred on an unspecified date in april 2023 (remove 04/28/2023 as previously reported). H10: one (1) actual sample was received for evaluation. A visual inspection with the naked eye identified a missing blue pull ring cap to the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap on the patient line of three (3) homechoice cassettes were missing. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.